Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - china.

Event description:
It was reported during a surgical procedure, that while opening the second layer of packaging, the pulse battery box is cracked, and interior was contaminated and unusable. We have permission for destructive testing. Issue was observed prior to use of the product. The product was brand new. Due diligence is complete.

Manufacturer narrative:
The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned but the provided images confirmed the event of a battery expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.